Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information is available for reporting. Device is an instrument and is not implanted/explanted. Device is available for evaluation. Reporter contact phone number is not available for reporting. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from device synthes (B)(4) reports an event in (B)(6) as follows it was reported during a fibular repair procedure on (B)(6) 2018, a drill bit broke intraoperatively. After lag screws were fixed to the fractured area, the surgeon tried to fix a plate to the fracture. During the drilling on the distal side, the drill bit tip broke. The fragment was not able to be removed from the patient. The procedure was completed successfully with a 15-minute surgical delay. Patient status is unknown. This is report 1 of 1 for (B)(4).

Event description:
Concomitant devices reported: lag screws (part number unknown, lot number unknown, quantity unknown); distal fibula plate (part number unknown, lot number unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part no.: 323.062; lot no.: 9359905; manufacturing location: bettlach; release to warehouse date: february 19, 2015; no nonconformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation summary: investigation site: cq zuchwil. Selected flow: 5. Broken. Visual inspection: the drill tip is broken off, fragment 13 mm long; signs of wear are visible at the tip and on the shaft. Traces of use are visible in the surface. The complaint condition can be confirmed. Dimensional inspection: all the relevant features were measured and have passed its specifications -except for the roughness surface feature- according to the drawings. In regard with the roughness surface has failed the visual inspection during this investigation due to the drill bit has been received with traces of use which are not attributable to the manufacturing process. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Material review: the hardness was tested and the result is according to the specifications (54hrc) indicated by the drawing. Furthermore, during the manufacturing process the hardness has been 100% tested and documented through the inspection sheet. Besides, the raw material certificates have been reviewed as follows: drill 323.062 is made from a blank drill (article number 60065745). The 60065745 blank was manufactured with production order 6469724 and completed on february 10, 2015. On 12.02.2015 this blank 60065745 was used to produce the drill 323.062. Thus, certificates showed that the raw material used to manufacture this lot are according to its specifications. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Unfortunately, we are not able to determine the exact cause of this complaint. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Please also note; blunt drill bits require more mechanical power during the application, therefore check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Based on the manufacturing investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.